Event description:
It was reported via repair work order that the patient left foot side rail would not lock in place due to loose lock bar. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.